Manufacturer narrative:
07-jul-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads come loose in the mouth [device connection issue]. Plastic area of the brush spindle got thinner - oral-b [device physical property issue]. Case narrative: elderly male consumer reporter via e-mail stated that the plastic area of the oral-b toothbrush spindle got thinner due to wear and tear causing the oral-b brush heads come loose in the mouth. No injury was reported. 12-jun-2023 case update: the suspect product lot number is 2cb00460517. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads come loose in the mouth [device connection issue]. Plastic area of the brush spindle got thinner - oral-b [device physical property issue] case narrative: elderly male consumer reporter via e-mail stated that the plastic area of the oral-b toothbrush spindle got thinner due to wear and tear causing the oral-b brush heads come loose in the mouth. No injury was reported. (B)(6) 2023 case update: the suspect product lot number is 2cb00460517. No injury was reported.